Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "patient called to say that after a few months her knee seems to be locking in place, cannot straighten her leg. Is experiencing some pain. Doctor does not see anything wrong, x-rays are perfect. Said she has to live with it, nothing they can do about it. Is trying to find answers as to what is going wrong with her knee."